Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the receipt inspection, the front panel was not functioning. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Inspection at repair site confirmed faulty circuit board and no reproduction of the phenomenon after the repair. Omsc judged that the faulty circuit board resulted in communication failure and the front panel became disabled. A cause of the malfunction may be wear, deterioration, or accidental malfunction because the subject device was manufactured more than 6 years ago.